Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that a pin in their device's therapy connector is damaged and appears to be broken. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.